Event description:
The patient contacted animas on (B)(6) 2012 ,stating that the ok keypad button required multiple presses to elicit a response. The patient noted that the screen of the pump was scratched. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with alcohol pads. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: 11/16/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Investigation was unable to duplicate the complaint against the ok button.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.